Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. A surgical procedure was performed, during which a defect in the tubing between the pump and cylinders was identified; therefore, the existing ipp was removed and replaced. No patient complications were reported.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. A surgical procedure was performed, during which a defect in the tubing between the pump and cylinders was identified; therefore, the existing ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, leak tested. Microscope examination revealed that both cylinders had a hole in the outer tube from sharp instrument damage/ tool marks in the middle of the cylinder. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders passed the leakage test. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the poppet rod was found to be misaligned in the pump. Leakage test revealed that the pump pumped water opposite of how it should usually flow due to the misalignment of the poppet rod. To avoid damaging the test equipment, the pump was not functionally tested. The reservoir was microscopically inspected, and leak tested. Microscope examination revealed that reservoir had wear at a fold in reservoir shell. Reservoir passed the leakage test. Based on the information available and analysis results, the reason for the mechanical issue and the inflation issue was most likely determined to be the pump misaligned poppet rod from the functional test performed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Detailed product information for the reservoir was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted